Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Metal pin enters mouth and then the brush becomes detached [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2017 that the metal pin of the oral-b flexisoft brushhead entered her mouth, and then the brush became detached. She stated that she was not hurt. This was not the first time that she had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.